Manufacturer narrative:
(B)(4). Date sent: 10/17/2016. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Who fired the device and what is his/her experience? Where in the green range was the indicator located prior to firing? Were the forces to fire higher or lower than expected? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Please describe the shape of the staples that ¿had not been closed properly.¿ did the healthcare professional receive confirmation that the device fired completely? What device(s) was used for the proximal and distal transections? What diagnostic tests of the anastomosis were performed in the initial procedure? What is the current patient status?

Event description:
It was reported that "please be advised that we have reason to believe that the above product has been involved in an incident requiring a patient's emergency transfer out and return to theatre yesterday for surgery to correct an anastomotic leak four days after initial surgery for a laparoscopic anterior bowel resection. Following the patient's return to theatre the surgeon reported the following: "the problem seems to be found that the device hadn't fired properly because there were a number of staples that had obviously not been closed properly by the gun in the open part of the anastomosis and I found them in the bowel fully open and not crunched closed as they should have been. In other parts of the anastomosis the staples were correctly crunched closed, which makes me think that the gun was faulty because all the staples should be open or closed." From the medical record I have been able to confirm the stapler used (as above) but not the lot number.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the current patient status? The nurse indicated the patient was ok.